Manufacturer narrative:
The check of the DHR of the lot # involved did not show any pre-existing anomaly on the (B)(4) pieces of delta cup wrench manufactured with lot #2015af018. This is the first and only similar complaint received on this lot #. We will submit a final report when our investigation is concluded.

Event description:
Intra-operative issue involving the delta cup wrench. The magnets of the wrench got lost. No extended surgery time and no consequences for the patient were reported.event occured in austria.

Manufacturer narrative:
The function of the magnets in the wrench is to allow a stable coupling between the wrench and the adaptors. The adaptors are used to transfer uniformly the loads from the wrench to the cup during cup impaction. The check of the DHR of the lot # involved did not show any pre-existing anomaly on the (B)(4) pieces of delta cup wrench manufactured with lot #2015af018. This is the first and only similar complaint received on this lot #. We received the instrument. Two of the four magnets are missing. According to the provided information, the magnets were not retrieved, but it is unknown whether they got lost during surgery or during the washing and sterilization cycles. First, we performed a functional check to see if the instrument was functional even with only two magnets. An adaptor for cup wrench was placed on the instrument: the adaptor was properly seated and did not come off, thus indicating that the instrument was functional even with only two magnets and can be used with no adverse effect during surgery. We performed a dimensional check on the returned instrument. According to the analysis, the diameters of the empty magnet lodgings are slightly over-dimensioned. We removed also the other two magnets and we checked also the diameters of two other magnet lodgings. Also the other two lodgings resulted slightly over-dimensioned. The maximum deviation of the four diameters is of 0,007 mm. The very slight over-dimensioning and the fact two of the four magnets remained in place indicate that the slight over-dimensioning of the lodging was probably not the cause for the magnets dislodgement. The lot # 2015af018 is available on the market since may 2015. It is unknown how many times this instrument was used during surgery before the magnet loss. According to limacorporate post-market surveillance data, this is the first and only similar complaint received on the product code #9055.51.015 on a total of (B)(4) delta cup wrenches manufactured since 2009. No corrective actions planned for this specific case. Limacorporate will continue monitoring the market to detect the possible recurrence of this issue.

Event description:
Intra-operative issue involving the delta cup wrench. Two magnets of the wrench (on a total of 4 belonging to the instrument) got lost. No extended surgery time and no consequences for the patient were reported. Event occurred in (B)(6).